Event description:
Manufacturer's ref#: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. No fault was found and the ventilator passed pre-use check. No parts were replaced. Provided ventilator logs were reviewed. The logs indicate alarms for leakage in the patient breathing circuit or a disconnect situation; expiratory minute volume low, vt insp. Overrange and peep low. Successful pre-use check was performed prior the event date. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. There is no indication of ventilator malfunction at the time of event. The cause of the alarms has not been determined but they were most probably due to leakage.

Event description:
It was reported that the ventilator failed during ventilation and generated alarms for low peep (positive end expiratory pressure) and low expiratory minute volume. The patient desaturated from 98% to 42%. The ventilator was replaced and the patient¿s saturation returned to normal. Final patient outcome was no injury. Manufacturer¿s ref #: (B)(4).